Event description:
It was reported that during a port placement procedure, the guidewire allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a j-tip guidewire loaded into a guidewire hoop was returned for evaluation. Visual, microscopic and dimensional evaluations were performed. A bend with uncoiling was noted throughout center portion of the guidewire and the guidewire was noted to be uncoiled throughout the center portion. The round core wire was noted to be protruding from the guidewire. Therefore, the investigation is confirmed for the identified deformation, stretched and guidewire unraveled issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a j-tip guidewire loaded into a guidewire hoop was returned for evaluation. Gross visual, microscopic visual and dimensional evaluation were performed. The investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. However, the investigation is confirmed for the identified deformation, material protrusion and stretched issues as a bend with uncoiling was noted throughout center portion of the guidewire. The round core wire was noted to be protruding from the distal end of the uncoiled portion of the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.